Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips on the small clip applier instrument bent and broke off when the site attempted to load a clip on to the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both clip appliers are broken. Engineering concluded that the damage was likely due to applying force to the grip while trying to install a clip. Engineering evaluation also found that the instrument's main tube surface was no longer smooth and exhibited signs of wear. Upon housing removal, the clamping pulley showed signs of excessive residue residing around the grip cable. Engineering concluded that the damage may be due to improper cleaning. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.